Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information obtained from the journal article entitled; limb graft occlusion following endovascular aortic repair: incidence, causes, treatment and prevention in a study cohort guoquan wang, shuiting zhai, tianxiao li, xuan li, danghui lu, bo wang, dongbin zhang, shuaitao shi, zhidong zhang, kai liang, kewei zhang, xiaoyang fu, kun li and weixiao li. Doi: 10.3892/etm.2017.4658.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.